Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel c failure was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: the device has not been previously sent into service for the reported condition of "c.031 channel c failure". The device history shows pump with '701:00' message which was retested & found not repeatable. Pump passed all subsequent testing. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a channel c failure. This condition had the potential to interrupt delivery. This condition was found in the "ccu" department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.